Event description:
Sam case as: 2134265-2015-00536. It was reported that burr became entrapped with the wire. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending coronary artery. A 1.25mm rotalink¿ plus and 330cm rotawire¿ and wireclip¿ torquer were used for treatment. During procedure, the rotation speed dramatically decelerated from 170,000rpm to 96,000rpm. The burr eventually stopped spinning and was observed to be entrapped with the wire. The system was removed along with the wire from the target lesion. The procedure was completed with a separate guidewire and stent was then placed. No complications reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
Sam case as:2134265-2015-00536. It was reported that burr became entrapped with the wire. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending coronary artery. A 1.25mm rotalink¿ plus and 330cm rotawire¿ and wireclip¿ torquer were used for treatment. During procedure, the rotation speed dramatically decelerated from 170,000rpm to 96,000rpm. The burr eventually stopped spinning and was observed to be entrapped with the wire. The system was removed along with the wire from the target lesion. The procedure was completed with a separate guidewire and stent was then placed. No complications reported and the patient's status was fine.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes. Device evaluated by manufacturer: the device was returned for evaluation. Visual analysis observed that the device was kinked along the body and the spring tip was detached; moreover, the spring tip was not returned for analysis. All the outer diameter measurements are within the specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).